Manufacturer narrative:
A carefusion field service representative was dispatched to the user facility. The field service representative evaluated the device and was able to reproduce/verify the reported event. The field service representative determined that the cause of the event was that the device was not recognizing the proximal flow sensor due to corrosion on the contacts in the device¿s proximal flow sensor receptacle. The carefusion field service representative replaced the device¿s interface panel assembly, ran the device through the performance tests and the device passed all tests.

Manufacturer narrative:
Carefusion dispatched a carefusion field service representative to the user facility to evaluate and repair the device. The carefusion field service representative has not completed the evaluation of the device as of september 29, 2015. Once the evaluation and repair of the device has been completed carefusion will submit a follow-up medwatch report.

Event description:
The user facility biomed reported that the device is auto-cycling in neonate mode. There was no report of patient involvement.